Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was attempting to change the battery when the alarm occurred. It was stated that the customer attempted several new batteries, but the alarm was persistent. The blood glucose reading was 7.3 mmol/l.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm due to button keypad anomaly. The insulin pump received with minor scratched display window, broken battery tube threads and broken reservoir tube lip.